Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The manufacturer representative reported that the patient requested reprogramming to get more stimulation into the feet. Impedance checks revealed impedance values greater than 10,000 ohms on electrodes 3 and 7. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Steps taken to resolve the issue included not using electrodes 3 and 7 in the patient's programmed settings. The patient's status was alive with no injury. Surgical intervention was not performed or planned. It was reported that the issue was not resolved at the initial time of report, however it was also reported that the patient left happy with the stimulation in his feet. The manufacturer representative further reported that the high impedances were an incidental finding and related to no complaint made by the patient. There were no reported patient symptoms. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.